Event description:
It was reported that after a da vinci-assisted myomectomy surgical procedure, the customer informed intuitive surgical, inc. (Isi) technical support engineer (tse) that stowing errors occurred. The customer stated that universal surgical manipulator (usm) arm was not colliding. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse performed a test drive and noticed the grey cover on the patient side cart (psc) coming off, causing the stowing to stop. The fse put it back in place, the stow feature worked per usual. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation.